Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings, weak battery and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer treated with a muffin. The customer's blood glucose went back up to 97 mg/dl. The customer was advised to review the alarm history. The customer stated that there was a battery out limit and weak battery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to clear the weak battery with the escape and act buttons. The customer stated that the battery in use is (B)(6) alkaline aaa. The customer was advised that a weak battery will occur prior to a failed battery test or low battery alert.